Event description:
As reported by our (B)(6) affiliate, a left ventricle (lv) apex injury was noted at the end of a transapical tavr procedure. During the tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 20mm edwards¿ balloon catheter without issue. A 23mm sapien xt was crimped and a delivery system was inserted. After the xt valve was passed through the sheath, there was resistance noted. It seemed that tension was applied to a guidewire. The tee showed that the anterior cusp of the mitral valve moved when the operator pushed the delivery system. The delivery system and the guidewire were withdrawn in order to reinsert the guidewire. A new 24fr ascendra+ sheath was inserted into the puncture site and a guidewire was reinserted using the sheath as a guide. A new sapien xt was crimped and it was delivered to the aortic valve level without issue and was implanted as usual. A tear was observed lateral to the puncture site, which was felt to be caused by the reinsertion of the guidewire using the 24fr sheath as a guide. A surgical lv reconstruction was performed and the tear was repaired. After hemostasis was completed, the puncture site was closed. The patient was transferred to the ICU intubated. The total blood transfusion volume at the exit of the operation room were 10 units of mannitol adenine phosphate, 8 units of fresh frozen plasma, and 10 units of platelets. Eleven days later the patient expired: the cause of death was thrombosis of the superior mesenteric artery. Per report it was not related to the ew devices.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the lv apex tear appears to be related to procedural factors (e.g. The reinsertion of the guidewire using the 24fr sheath as a guide). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.